Event description:
Patient was in for a CT to rule out a pulmonary embolism which was in fact ruled out. However, upon reading the contrast injection test, it was noted that air had been introduced with the contrast. Therefore, the patient experienced an air embolus as a result of the injection of the CT contrast. Upon subsequent testing of the injection equipment, the plunger recoiled, drawing air into the IV line. Reported to equipment vendor, medrad. The first vendor rep called. He stated that the software was old and needed to be upgraded. When we inquired with vendor about this comment and why the problem was not adressed previously, another vendor rep called and said the software was not the cause of the problem. A third rep then came and the problem was demonstrated to him. He acknowledged the problem. He loaded the upgraded software. The unit was again tested and the problem appeared to have been corrected.